Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-00343. It was reported that patient experienced ineffective therapy. Diagnostics indicated high impedances on one of the leads. X-rays showed that the lead had migrated. Surgical intervention may be pending to address the issue. It is not known which lead is liable, so both leads are being reported.

Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, both octrode leads passed all electrical testing and setscrew marks were present on the last contact, indicating they were secured in ipg header. No root cause was identified for the reported event.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrections: b5 - related manufacturer reference number 3006705815-2021-00380 should been included in previous report d10 - additional percutaneous lead should have been included in concomitant devices in previous report additional information: health effect - impact code 4629 and medical device problem code 3023 added for each lead. Patient weight updated.

Event description:
Related manufacturer reference number 3006705815-2021-00380 additional information was received that surgical intervention took place wherein both leads were explanted and replaced to address the issue. It was confirmed that only 1 lead had migrated and the other one was not providing relief. It is not known which lead is liable for what issue, so all leads are being reported.